Event description:
It was reported that the handpiece does not work properly. No other information about problem or procedure was provided. No pt consequence reported.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.